Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer has not yet taken any action to address the bg. Reportedly, customer loaded a new cartridge to resolve the issue.